Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. During the procedure the activated coagulation time was measured at 270-290 seconds. Once implanted a small gutter was observed between the device and limbus ridge but a complete seal of the laa had been achieved. After the closure device was released a thrombus was noted on the perimeter of the device. The thrombus was remarked to be mobile and biased towards the mitral area. The procedure was completed. No patient complications were reported. The thrombus will be reevaluated at the 45-day follow up transesophageal echocardiogram.